Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a urinary tract infection (uti) and pain. She had a uti a couple of week prior to (B)(6) 2016. The patient felt some pain coming from the device starting about 3 weeks ago. She could not tell if the pain was from the device or the uti so the patient turned stimulation off a couple of weeks ago. After turning stimulation off, she felt like she had a lot of discomfort around the implantable neurostimulator (ins) site. She was also having trouble sitting and was having sciatic pain. The pain was across her hips and around her abdomen. It was all on the side of the device. The pain felt like a deep muscle or nerve irritation. They described it as uncomfortableness. The pain woke her up at 4 am on the morning of the call. There were no falls/trauma that could be related to the issue. There was pain at the implant site. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, cause, circumstances that led to the event, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient in response to follow-up reported the cause of the reported urinary tract infection (uti) was unknown and she had been put on antibiotics. The patient had last seen her healthcare provider (hcp) on (B)(6) 20165 who didn't think the sciatic pain was related to the implant based on a CT scan that was done on (B)(6) 2016. The patient was unsure what started the sciatic pain and back pain. The back pain resolved on its own but the sciatic pain was still a major issue for the patient. It was noted that she was scheduled for an epidural injection on (B)(6) 2016 to see if that would relieve the pain and she was also taking neurontin. She was still experiencing a major problem of sciatic pain in the leg at the time of follow-up.